Event description:
In 2007, this patient was treated for an abdominal aortic aneurysm. The physician implanted the gore excluder aaa endoprosthesis trunk-ipsilateral leg component without incident but the contralateral leg component was deployed outside the gate. A second trunk-ipsilateral leg component was placed to create an aui. A contralateral lege component was placed to extend the ipsilateral leg. A femorofemoral crossover was performed. The patient tolerated the procedure well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional devices implanted in patient; gore excluder aaa endoprosthesis trunk-ipsilateral leg component (pxt261414/lot#05059538), trunk-ipsilateral leg component (pxt261414/lot#05311668) and contralateral leg component (pxc201000/lot#05307780).